Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30786041l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported a patient was to receive a cardiac ablation with a qdot-micro, uni-directional, f curve, c3, split handle and experienced urinary retention requiring prolonged hospitalization. The database does not provide what phase the adverse event occurred. On (B)(6) 2022, patient experienced urinary retention categorized as moderate severity and serious defined by serious deterioration in the health of the subject as defined by one or more of the following, in-patient or prolonged hospitalization and medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function with and admission date of (B)(6) 2022 and discharge date of (B)(6) 2022. Relationship to study device is not related and relationship to primary study procedure is causal relationship to the index procedure. The adverse event is expected/anticipated. The outcome is recovered/resolved with end date of (B)(6) 2022. Intervention was medication and inserting a urinary catheter. Cha2ds2-vasc score total: 2 medial hx: hypertension (systemic). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 29-nov-2023, bwi received additional information indicating that the patient received general anesthesia for the index procedure and no indication of any nerve injuries that occurred during ablation. Urinary retention is a known complication of general anesthesia. The adverse event is not associated with the device. This event is not MDR-reportable. All previous coding has been retracted. No further reports will be submitted regarding this event. Manufacturer reference number: (B)(4).